Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6005731 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for batch 6005731 were previously tested in 2137475 on 29/apr/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: packing. The lot 6005731 was manufactured according to the wi version 111 and manufactured in the line 3, on 29/feb/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b03752 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc03, on 28/feb/2024, with a total of (B)(4) units. The lot 4a05084 was manufactured according to the wi version 10 in the gluing of tubing in the machine igtl01, on 02/feb/2024, with a total of (B)(4) units. The lot 4b03645 was manufactured according to the wi version 10 in the gluing of tubing in the machine igtl01, on 28/feb/2024, with a total of (B)(4) units. The lot 4b03756 was manufactured according to the wi version 10 in the gluing of tubing in the machine igtl01, on 29/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6005731 and no other complaint has been registered in database for the same lot 6005731 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. Patient will replace supplies as necessary and resume insulin. No further information was available.